Manufacturer narrative:
The device will not be returned for evaluation since it was implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review and complaint trend analysis are in progress.

Event description:
It was reported to boston scientific corporation that a urethral sling placement using the obtryx sling system occurred in 2007, (age unk). Post procedure two months later, the patient complained of urinary retention. The physician opted to "snip the sling" to alleviate the patient's urinary retention. During the procedure, the physician inadvertently cut the patient's urethra. The physician repaired the urethra intra operatively. Follow up information indicated that the patient's urinary retention was alleviated.